Event description:
The account alleged the bed exit alarm could not be set. No pt impact.

Manufacturer narrative:
The technician found the bed exit functioned as designed, user error. The technician in-serviced the account on how to zero the scale to set the bed exit to resolve the issue.